Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation of the subject ICD, the non-microport crm left ventricular lead could not completely enter the header block, as it was blocked on the second sealing ring. Therefore, the ICD could not be implanted. Preliminary analysis of the returned unit did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation of the subject ICD, the non-microport crm left ventricular lead could not completely enter the header block, as it was blocked on the second sealing ring. Therefore, the ICD could not be implanted.